Event description:
A customer reported to baxter corporate product surveillance a one-link catheter extension set in which the one-link completely disconnected from the distal end of a hospira plum primary set (product code 12538-28). According to the report, the alleged defect occurred about 5-10 minutes after therapy was initiated. The one-link catheter extension set was connected to the patient's portacath. The nurse indicated that the distal end of a hospira plum primary set was secured into the one-link device, and the connection was secure. When a different nurse went into the patient's room 5-10 minutes later, the patient was holding the primary set in his/her hands. The distal end of a hospira plum primary set had completely disconnected from the one-link. The medication being administered at the time was either normal saline or an unknown antibiotic through secondary infusion. The nurse discarded the set-up and started a completely new set-up on the patient. Therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.